Manufacturer narrative:
Further information was requested but not received

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited myopotential oversensing.